Manufacturer narrative:
The insulin pump passed leak test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device powered up properly after battery installation. Device received with operating currents within spec. Device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received stuck button alarm. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 176mg/dl. The customer states the pump buttons were unresponsive. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.